Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit, and found the issue to be at the patient side, so, the fse replaced drive manifold assembly. The issue still remained, so the fse replaced the pim assembly. The fse then performed functional testing and safety check to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) leaking helium. There was no patient involvement reported.